Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address abnormal MRI, pain and elevated ion levels. Osteolysis was also reported. Doi: (B)(6) 2006; dor: (B)(6) 2014; (left hip). Update rec'd 5/23/2014: pfs and medical records received. After review of the medical records the revision operative note stated there was black necrotic tissue found during the operation. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014. Update rec'd 5/27/2014 - litigation papers received. There is no new additional information that would change the outcome of the investigation. (B)(4) is a reopen of (B)(4) due to receipt of the following information: update apr 18, 2018: ppf and sticker sheets received. Ppf alleges pseudotumor and elevated metal ions confirmed in medical records. Added stem product due to the alleged elevated metal ion level. Added new associated contact and firm to the complaint. Added the expiry date and updated the manufacture dates of the head and liner. Doi: (B)(6) 2006 : dor: (B)(6) 2014; (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review :null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.